Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The endowrist 30 gray reload has been returned and evaluated by the failure analysis (fa) team. The reload was returned with only the orange installation tool. The yellow removal tool was not returned with the reload. The reload was returned unused and unfired. It was found that the reload had missing staples. Due to the missing staples, detached fragments were observed. The probable root cause is attributed to a user handling issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endowrist 30 gray reload came apart when the yellow guard was removed. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.